Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event was reported. The patient stated they were on a 13 hour flight and had their phone on airplane mode. They stated they were "in limbo" the whole duration of the flight and could not use the dexcom and nearly fainted due to their glucose levels dropping too low and they were unable to record their values correctly. No additional patient or event information is available.